Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for high alerts occurred on the app. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be potential patient misuse as the patient had their mute override disabled. No injury or medical intervention was reported.